Event description:
The device was used during a coronary artery bypass graft procedrue. Reportedly, the clip scissored. The surgeon applied another device to complete the procedure. The hosp has reported no patient injury occurred.